Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2020, product type catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 22-oct-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative (rep), healthcare provider (hcp)) regarding a patient who was receiving dilaudid (hydromorphone) (3.5mg/ml at 0.3mg/day) via an implantable pump for spinal pain. It was reported that the patient had no pain relief even after the catheter was replaced.  There was no factors that may have led or contributed to the issue.  The hcp attempted to aspirate cerebrospinal fluid (csf) from catheter access port (cap) without success. The patient will be referred back to hcp who did the implant and catheter replacement.  Surgical intervention did not occur, and it was asked but unknown if surgical intervention was planned.  It was noted that the issue was not resolved at time of report.  The patient's status at time of report was alive-no injury.  The patient's weight and medical history were asked and will not be made available.  The event date was asked but unknown.  No further complications were reported/anticipated.